Event description:
A tandem mobi cartridge alarm was reported during the loading process of the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. A replacement pump with updated software was sent to the customer, who will continue to use the current pump as backup therapy. The customer was informed about the training available in their source account, steps to take upon receiving the replacement, and the return procedure for the problematic pump.